Event description:
Approximately 1 year ago the user fell and hit his head, the user stopped using the implant and didn't inform the team until now. Reimplantation is likely but the clinic has not scheduled a date for the surgery yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.